Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight, and ethnicity were not provided for reporting. (B)(4); upc = 381370092179; expiration date= na; lot number = ni. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with reach j and j floss waxed mint. The consumer alleged that while flossing his teeth the product shredded. The floss got caught in his tooth. The consumer sought medical attention from a health care professional (dentist). The hcp removed the floss.